Event description:
It was reported that the patient was in the hospital with complaints of feeling weak. The right ventricular lead had oversensing, noise and very small r-waves. The lead sensing configuration was reprogrammed from unipolar to bipolar and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analyses revealed oversensing and auto vhr (ventricular high rate) episodes appear to be non-physiologic. Last 13 events were recorded on (B)(6) 2011 with very short durations.